Event description:
The patient was revised because of loosening of the glenosphere screw. This seems to have led to an extended pe wear and necrosis of the muscles.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.